Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4) device serial number- not available from facility. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and left ventricular (lv) lead due to non-function. A right ventricular (rv) lead was present in the patient but was not targeted for extraction. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the ra lead, heavy calcium was encountered. Switching to a spectranetics 11f tightrail sub-c rotating dilator sheath, progress could not be made through the subclavian; therefore, the lv lead was targeted and removed. Next, utilizing the 14f glidelight on the ra lead, advancement was made through the subclavian and into the superior vena cava (svc). Then, when in the right atrium, the ra lead came free, but the patient¿s blood pressure dropped. Rescue efforts began, including rescue balloon, and sternotomy. An svc perforation was discovered and repaired, and the patient survived the procedure. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of the glidelight device in use during the procedure.